Manufacturer narrative:
The device was received for investigation on manufacturer site. The device log was analyzed. According to the logbook a technical alarm 00.a008 'blower defect' was generated on (B)(6) 2015. This alarm is generated if the blower shows a deviation. The ventilation is stopped and the airway system is opened to atmosphere. Short time prior to this event "airway pressure low !!!" Alarm was generated. The returned device was operated without any problems for approx. 65 hours. A second endurance test in the laboratory was performed with the ventilation settings which were used during the reported event (pc-ac, pinsp=20 mbar, peep=5mbar, ti=2s, rr=10, fio2=40% and breathing circuit with leakage valve). No problems occurred during 140 hours of testing. After the long term run the concerned device was tested according to maintenance documentation without found deviations. The reported event can be followed in the device log, but no technical deviation could be identified. Therefore finally the root cause of the reported problem could not be identified.

Event description:
It was reported that: while connected to a patient the device alarmed "device failure" and stopped ventilating the patient.